Manufacturer narrative:
The investigation has determined that lower than expected vitros prostatic specific antigen (psa) results were obtained from a single level of non-vitros biorad lot 85330 quality control fluid and a single level of non-vitros fuji rebio tumor marker controls lot 49820 using vitros psa reagent lot 4340 tested on a vitros xt 7600 integrated system. The most likely assignable cause of the event was atypical calibrations. Acceptable vitros psa performance was obtained after a calibration event using an alternate set of the same lot of calibrators, with no additional actions taken to optimize the vitros xt7600 integrated system. The customer could not confirm if these atypical calibrations were all performed using the same set of calibrators, however, the customer checked the refrigerator and there is only 1 set of opened vitros psa lot 4340 calibrators, therefore, it is likely all of these calibrations were performed on the same set of calibrators. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros psa reagent lot 4340. An instrument related performance issue did not likely contribute to the event as diagnostic within-run precision testing indicated the vitros xt7600 integrated system was performing as intended.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros prostatic specific antigen (psa) results were obtained from a single level of non-vitros biorad lot 85330 quality control fluid and a single level of non-vitros fuji rebio tumor marker controls lot 49820 using vitros psa reagent lot 4340 tested on a vitros xt 7600 integrated system. The biorad results were lower than expected when compared to the customer¿s baseline mean and the fuji rebio result was lower than expected when compared to the package insert mean. Biorad level 2 vitros psa results of 1.43 and 1.45 ng/ml vs. The expected psa result of 1.98 ng/ml fuji rebio level 1 vitros psa result of 2.31 ng/ml vs. The expected psa result of 3.21 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were obtained from non-patient quality control samples. The customer made no indication that patient samples were affected however, the investigation cannot confirm patient results would not be affected in the event were to recur undetected. There is no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4). And reportability assessment (B)(4).